Event description:
It was reported that a patient in the (B)(6) study developed a pacemaker pocket infection. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number, a3dr01, is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Without a lot number or device serial number, the manufacturing date cannot be determined for models 5086mri and 5086mri, therefore, the one model represents two leads.